Event description:
During a case, the pt was being manually ventilated when the user noted a sudden loss in pressure and was no longer able to manually ventilate the pt. During investigation of the observed condition, it was noted that the co2 sample line was around the base of the apl valve and tension on the sample line, caused the apl valve to pop up. This configured the device into a spontaneous mode of ventilation, relieving the pressure in the breathing system. The user recognized the condition, removed the sample line, the device functioned normally and was used to complete the case. No pt injury.